Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
This emdr is being submitted for an unknown number of wafers from unknown number of market units. The end user reported that sometimes the wafer had an off centered starter hole. The product was not used on patient. The products were discarded. No photo is available at this time.